Manufacturer narrative:
Results: a sample is available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7135587. Upon receipt of samples, a secondary investigation will be conducted and a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the thumbpress on a bd insulin syringe with the bd ultra-fine¿ needle was found broken prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one (1) 1/2cc, 8mm, 31g syringe was returned in an open poly bag from lot # 7135587. Customer states that the thumb press was missing. The returned syringe was examined and exhibited a broken thumb press. As per manufacturing, a review of the device history record was completed for batch# 7135587. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the above, no CAPA is required at this time. Investigation conclusion: probable root causes: for broken plungers - dry barrels (insufficient silicone) from the prep dial that result from a silicone gun not firing. Insufficient silicone leads to difficulty exercising the plunger, and can thereby result in broken plungers. - plunger screw jams that would damage plungers, i.e., they break or bend plungers - bowed plungers that do not get seated, and get broken off at the delrin wheel